Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported they can't get the implanted neurostimulator (ins) to charge efficiently. Patient noted they charged their implant the other day for almost 3 hours and it only increased from 20 to 30%. Patient confirmed they had a good connection and commented they are never able to get excellent. Patient added they tried again today and the implant battery was completely depleted. Agent had patient position the wireless recharger over the implant and patient reported good connection and then poor coupling with the middle number at 0. Agent reviewed recharger best practices and patient stated they never received a belt and would simply tuck the wireless recharger into their clothes and use paper tape to hold it in place. Agent sent request to repair for wireless recharger belt x-large and advised patient to call back if issue persists while using belt. Patient added that their handset, communicator, and wr are all charged to 100%. Patient called b ack stating they were still having issues charging their implant. Patient stated the belt has not helped and noted they are sometimes able to get good or excellent, but the implant will charge from empty to 20 or 30% and then the phone turns off. Agent asked clarifying questions and the patient seemed to indicate the handset would time out. Patient added they have never been able to charge the implant to even 50% and the highest they have ever gotten is 30% as it takes 3-4 hours to get that much. Patient later stated they had an MRI last week and between the medtronic rep and 2 nurses they were able to charge the implant to 40% for the MRI. Patient reported there is like a dent in their back right where the implant is so it is difficult to position the wireless recharger and commented they like the old ones better because they were so easy and this is the most annoying thing they've ever had. Agent had patient tap recharger application; patient reported connect screen prompting them to scan the code. Patient entered the code manually and reported the screen froze on connecting. Agent had patient close all apps and reset the wireless recharger. Patient then connected through the recharger application and charging screen showed with the implant empty and no numbers displayed. Patient repositioned the wireless recharger and reported the middle number showed as 0. Agent reviewed recharger best practices in detail and recommended patient meet with medtronic rep inperson for further assistance establishing and maintaining excellent connection.